Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon ruptured. The lesion being treated was 90% stenosed with calcification in an extremely tortuous left circumflex obtuse marginal branch. During predilatation, on the first inflation, the 2.0x15mm maverick2 monorail balloon was inflated for 20 seconds and ruptured at 14 atmospheres. The balloon was visible under fluoroscopy. The balloon was removed intact. Completed procedure with a different device. The pt status is listed as good.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.